Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and noted that it was not charging the batteries and that the power supply was defective. The stm upgraded the cardiosave cart power supply. He then completed full preventive maintenance, safety, calibration and functional checks. The iabp passed all testing and was deemed safe to operate. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump had a power supply issue. The circumstances under which this event occurred are unknown. However, no patient involvement or adverse event was reported. This cardiosave is a training iabp used by getinge tech support and is not for clinical use.